Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent found slight stent damage. Distal strut 4 was damaged causing the stent to kink slightly. The remainder of the struts were undamaged. The crimped stent outer diameter of the undamaged section was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-aug-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the calcified mid left anterior descending artery (lad). A 2.50x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.